Event description:
A primary tsa was being done using the pegged glenoid system. The surgeon felt the trails for this did not give an adequate sizing to determine fit so 3 size 42 peg implants were used. After the third attempt, it was determined that a keel was a better option and that was used instead.